Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no adverse impact on the customer¿s blood glucose level. Technical support provided the customer with complete pump reset information and guided them through the pump reset process. After the reset, the cgm error code did not reappear, and the customer successfully started their sensor session.